Event description:
Clinical study. It was reported that 147 days after a coronary drug eluting stenting treatment procedure, the pt expired after a fall. The lesion being treated in the index procedure was a bifurcated lesion located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with placement of a taxus express2 8.8% 3.0x16mm drug eluting stent. There were no reported complications. The pt was discharged 2 days later. One hundred forty seven days after the initial procedure, the pt experienced a fall and developed a subdural hemorrhage and subsequently expired.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.